Event description:
A caller reported an error with their continuous glucose monitor (cgm). There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the caller by advising them to wait 20 minutes after the pump came out of storage mode before starting a sensor session. They also provided complete instructions for a pump reset. The caller successfully followed the guidance, and the error did not reoccur, allowing the sensor session to start successfully.